Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for evaluation.the device history record of batch number 74a1603214 that belong to catalog number 1884 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications.customer complaint cannot be confirmed due the lack of sample. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the oxygen tubing disconnected from the coupler while connected to the flowmeter during nebulizer treatment.no patient injury or harm reported.